Event description:
The pt presented two weeks post implant with volume overload, moderate chf, and bipedal edema. The valve was explanted and replaced with a larger 31mm sjm masters series valve, but the pt expired the following day.